Event description:
Hosp reported the rpm's on the pump were set to 1500 but still couldn't get adequate flow. The unit was changed out and had same problem with 2nd unit. Customer noted blood in the magnet area of the changed-out unit.